Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on 02-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned thyroid disorder. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), groin pain ("pain in groins"), back pain ("chronic back pain"), pruritus ("itching on the shins, in the ears and above the pubis"), heavy menstrual bleeding ("abundant or even haemorrhagic menstrual periods"), coital bleeding ("occasional vaginal bleeding after intercourse"), headache ("headache"), abdominal distension ("bloated/ swollen abdomen"), arthralgia ("joint pain/ pain in hips/ pain in knees"), myalgia ("muscle pain"), musculoskeletal stiffness ("very quickly stiff after remaining seated and need to lean on something in order to get up again"), muscle twitching ("twitching legs"), fatigue ("chronic fatigue"), asthenia ("difficulty holding the telephone or an object"), breast tenderness ("breast tenderness"), breast swelling ("breasts swollen"), sleep disorder ("sleep disorder"), vitamin d deficiency ("vitamin d deficiency"), dry mouth ("dry mouth"), dyspnoea ("out of breath"), cough ("dry cough"), pollakiuria ("frequent urination, between 2 and 5 times per night, and more than 15 times during the day"), thyroid disorder ("worsening of thyroid disease"), feeling cold ("feeling of cold"), burning sensation ("burning sensations in the body, on the back"), paraesthesia ("tingling legs"), gait disturbance ("difficulty walking for a long time, I limp after physical effort"), balance disorder ("balance disorder"), alopecia ("hair loss"), tooth loss ("loosening of the teeth (dental gutter installed at night)"), constipation ("constipation"), pain in upper extremities ("pain in upper limbs"), pain foot ("pain in right foot"), spinal pain ("pain in cervical spine"), gastrooesophageal reflux disease ("acid reflux"), stress ("stress"), mental disorder ("mental state is affected by not being able to do what I want"), memory impairment ("memory problems") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain"). In 2021 she experienced menopause ("menopause around 50 years old"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (removal of the two fallopian tubes and the uterine cervix). At the time of the report, the weight increased was resolving, the pruritus, breast tenderness, dyspnoea, cough, burning sensation, pain in upper extremities, spinal pain and gastrooesophageal reflux disease had resolved and the groin pain, musculoskeletal stiffness, muscle twitching, paraesthesia, gait disturbance, pain foot and mental disorder had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, asthenia, back pain, balance disorder, breast swelling, breast tenderness, burning sensation, coital bleeding, constipation, cough, disturbance in attention, dry mouth, dyspnoea, fatigue, feeling cold, gait disturbance, gastrooesophageal reflux disease, groin pain, headache, heavy menstrual bleeding, memory impairment, menopause, mental disorder, muscle twitching, musculoskeletal stiffness, myalgia, pain in upper extremities, pain foot, paraesthesia, pelvic pain, pollakiuria, pruritus, sleep disorder, spinal pain, stress, thyroid disorder, tooth loss, vitamin d deficiency and weight increased to be related to essure administration. The reporter commented: the discomfort appeared quite soon, 6 months after the insertion and then I increasingly lost control of my body, without thinking of the essure devices presented as a solution. Two and a half months after surgery to remove the two fallopian tubes and the uterine cervix, I no longer have a dry cough, my breasts are no longer painful, I no longer have itching anywhere, I don¿t have a burning sensation in my back anymore, I can use my left arm, I can move around in my bed and turn from one side to the other, my upper limbs and cervical spine are relieved from pain. I am no longer out of breath as I was before. I am finally starting to lose weight. I no longer have acid reflux. At present: I walk but I fall sometimes, I still have pain in the lower limbs: hips, groins, knees, right foot especially. I have trouble putting on shoes, but it¿s not as bad as before. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm reference number:(B)(4) on (B)(6)2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned thyroid disorder. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), groin pain ("pain in groins"), back pain ("chronic back pain"), pruritus ("itching on the shins, in the ears and above the pubis"), heavy menstrual bleeding ("abundant or even haemorrhagic menstrual periods"), coital bleeding ("occasional vaginal bleeding after intercourse"), headache ("headache"), abdominal distension ("bloated/ swollen abdomen"), arthralgia ("joint pain/ pain in hips/ pain in knees"), myalgia ("muscle pain"), musculoskeletal stiffness ("very quickly stiff after remaining seated and need to lean on something in order to get up again"), muscle twitching ("twitching legs"), fatigue ("chronic fatigue"), asthenia ("difficulty holding the telephone or an object"), breast tenderness ("breast tenderness"), breast swelling ("breasts swollen"), sleep disorder ("sleep disorder"), vitamin d deficiency ("vitamin d deficiency"), dry mouth ("dry mouth"), dyspnoea ("out of breath"), cough ("dry cough"), pollakiuria ("frequent urination, between 2 and 5 times per night, and more than 15 times during the day"), thyroid disorder ("worsening of thyroid disease"), feeling cold ("feeling of cold"), burning sensation ("burning sensations in the body, on the back"), paraesthesia ("tingling legs"), gait disturbance ("difficulty walking for a long time, I limp after physical effort"), balance disorder ("balance disorder"), alopecia ("hair loss"), tooth loss ("loosening of the teeth (dental gutter installed at night)"), constipation ("constipation"), pain in upper extremities ("pain in upper limbs"), pain foot ("pain in right foot"), spinal pain ("pain in cervical spine"), gastrooesophageal reflux disease ("acid reflux"), stress ("stress"), mental disorder ("mental state is affected by not being able to do what I want"), memory impairment ("memory problems") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain"). In 2021 she experienced menopause ("menopause around 50 years old"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (removal of the two fallopian tubes and the uterine cervix). At the time of the report, the weight increased was resolving, the pruritus, breast tenderness, dyspnoea, cough, burning sensation, pain in upper extremities, spinal pain and gastrooesophageal reflux disease had resolved and the groin pain, musculoskeletal stiffness, muscle twitching, paraesthesia, gait disturbance, pain foot and mental disorder had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, asthenia, back pain, balance disorder, breast swelling, breast tenderness, burning sensation, coital bleeding, constipation, cough, disturbance in attention, dry mouth, dyspnoea, fatigue, feeling cold, gait disturbance, gastrooesophageal reflux disease, groin pain, headache, heavy menstrual bleeding, memory impairment, menopause, mental disorder, muscle twitching, musculoskeletal stiffness, myalgia, pain in upper extremities, pain foot, paraesthesia, pelvic pain, pollakiuria, pruritus, sleep disorder, spinal pain, stress, thyroid disorder, tooth loss, vitamin d deficiency and weight increased to be related to essure administration. The reporter commented: the discomfort appeared quite soon, 6 months after the insertion and then I increasingly lost control of my body, without thinking of the essure devices presented as a solution. Two and a half months after surgery to remove the two fallopian tubes and the [uterine] cervix, I no longer have a dry cough, my breasts are no longer painful, I no longer have itching anywhere, I don¿t have a burning sensation in my back anymore, I can use my left arm, I can move around in my bed and turn from one side to the other, my upper limbs and cervical spine are relieved from pain. I am no longer out of breath as I was before. I am finally starting to lose weight. I no longer have acid reflux. At present: I walk but I fall sometimes, I still have pain in the lower limbs: hips, groins, knees, right foot especially. I have trouble putting on shoes, but it¿s not as bad as before. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.